Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said that her daughter got a uti since she has been using the pw system. Rep advised can troubleshoot but she said she did not want to do that. She purchased a extra box of wicks and wanted to return them. Created pickup I advised of the 15% restock fee and refund timeframe up to 60 days. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the customer said that her daughter got a uti since she has been using the pw system. Rep advised can troubleshoot but she said she did not want to do that. She purchased a extra box of wicks and wanted to return them. Created pickup is advised of the 15% restock fee and refund timeframe up to 60 days. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: b, d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.